Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that "the motor is often set aside and that the doctor feels that the risk of inadvertently actuation while the motor is sitting unused, but still near the surgical site." It is unk if the device was being used in surgery and if injury or medical intervention occurred. The date of event is unk. There was no additional info provided.